Event description:
The customer reported that less than 5 cc of clenz leaked from the coulter lh 500 hematology analyzer and appeared to be coming from the center panel, leaking onto the front of the shield protecting the flowcell and laser. Customer is also having an issue with mode to mode correlation. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.

Manufacturer narrative:
The field service engineer (fse) found and replaced tubing with a pinhole in it at valve (lv44) to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).